Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator's rf function was disabled, and no daily checks were observed for over 30 days. The device could not be paired with the transmitted. A device update was performed and rf telemetry was restored. The patient was stable throughout.